Event description:
During service testing, the baxter techncian reported an infusion pump with depleted main batteries. Per service shop, the hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.